Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found the power cord was not working properly and he replaced it. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not power on. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported. It was later reported by the customer that the unit would not charge.